Event description:
It was reported that the distal segment of the catheter was outside the sterile tray when the catheter was opened. There were sterility concerns. The catheter was not implanted and a different product was used. The pump system was being used to infuse gablofen. No symptoms were reported as it was noted there was no patient involved in the event. It was later reported that the catheter came that way.

Manufacturer narrative:
(B)(4). Upon device return, analysis confirmed that the inner tray of the packaging did not properly hold the catheter components in place.